Manufacturer narrative:
Stryker further evaluated the customer¿s device and was unable to verify or duplicate the reported issue. Stryker tightened the internal nuts behind the battery pins and installed new battery pins. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted stryker to report that their device intermittently powered off by itself. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with this event.